Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. This device has been identified as a concomitant product.

Event description:
It was reported that there was a rejuvenate revision for acetabular loosening, cup was undersized. Patient wanted total hip out and replaced as it is a rejuvenate.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that there was a rejuvenate revision for acetabular loosening, cup was undersized. Patient wanted total hip out and replaced as it is a rejuvenate.